Manufacturer narrative:
The customer tested 4 random patient samples without digoxin treatment. The results were between 0.5 and 0.7 nmol/l. They also run calibrators a and b as patients and the results were 0.4 nmol/l and 0.9 nmol/l respectively. They then performed a new calibration and run all of the samples mentioned. All of the results were flagged as "<test". An investigation was performed using a retention reagent, control sets and 3 human serum samples expected to be digoxin negative. The tests were performed on a cobas c503. The investigation could not confirm the customer's results. All samples which should have no digoxin present were flagged with a "<test" flag. The investigation is ongoing.

Event description:
The initial reporter received questionable digoxin (dig) results from two samples from the same patient tested on the cobas pro c 503 analytical unit. The initial result was reported outside of the laboratory. The physician asked for a rerun as the result was expected to be 0 nmol/l. They assumed it was a sample mistake and a new sample was also run. The initial result of the initial sample was 0.7 nmol/l. The repeat result of the initial sample was 0.38 nmol/l with a data flag. The result of the new sample was 0.7 nmol/l. The reagent lot number is 61879701. The expiration date is 31-may-2023.

Manufacturer narrative:
The customer performed a new calibration and reran the patient samples. The negative patient results were acceptable. The investigation determined the customer's actions (performed a new calibration) resolved the issue.